Manufacturer narrative:
.

Event description:
A report was received that the patient had a spinal cord compression during scs implant. The symptom included lost of motor skills in the lower extremities. The implant procedure was put on hold and the patient underwent spinal decompression. The physician completed the implant procedure and the patient was doing well postoperatively.